Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site technical visit field service engineer performed system verification, functional and operational tests were performed, a thorough evaluation in vacuum and flattening tests (weight of the application/objective interface). It was not possible to duplicate the problem. System met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows three successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about one minute and fifty nine seconds before the start of the treatment and not immediately before the treatment. Logfile shows vacuum one time was around two minutes and nine seconds., the vacuum two time was around one minuted twenty one seconds., the surgeon lost vacuum one once and vacuum two three times during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user did not operate within the recommended nor tolerable energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Treatment report image also shows a decentered applanation and possible liquid build-up under patient interface, as well as possible blind suction. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flattening area of the system decreased during the making of a flap. The flattening gradually decreased on the nasal side resulting in an incomplete flap in the left eye of a patient during lasik surgery.